Event description:
It was reported that the patient experienced too intense of stimulation when lying back in a reclining position. It was noted that it appeared he was getting his upright voltage (3.5v) when lying back and this was too much for him. It was also reported that the patient had lead migration on one side and they had turned stimulation off on that side due to migration. It was noted that the patient had been getting some stimulation in the leg on that side but not where he wanted it. It was later reported that a manufacturer representative was able to reprogram the patient to his satisfaction.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3 778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).